Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too large of a bolus due to use error; no issue with pump function. After bolus delivery, customer delivered additional insulin to fill the cannula as this step was inadvertently not performed when the infusion set was changed. Customer's blood glucose was 61 mg/dl and food was consumed to address bg. Customer's bg elevated to 350 mg/dl. Tandem technical support educated customer on the fill cannula step and recommended customer discuss event with a healthcare provider.